Event description:
It was reported that during a procedure, the compression pad from the device came off during use. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
Info anticipated, but unavailable at this time.